Event description:
It was reported the patient presented to the hospital following several inappropriate shocks. Upon interrogation of the lead, it was determined the lead alert had triggered due to oversensing on the right ventricular lead. Review of the episodes showed evidence of lead fracture. The patient heard the device "beeping" repeatedly prior to receipt of therapy, but did not respond to the audible tones. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.